Manufacturer narrative:
The correct awareness date for the supplemental MDR (fu1) submitted in sep. 09, 2021 is 8/18/2021 not 9/27/2021.

Manufacturer narrative:
Section b5 is corrected per additional information . The patient original condition, which was a cause for hospitalization is not reported. However, it probably was a critical condition because ivtm usually administrated in such patient population. Event of death was serious because it met criteria for seriousness (death). Event of lost pulses in the patient's leg assessed as not related to the quattro catheter because was caused by arterial deficiency, not venous deficiency. In addition, at the time of location of venous catheter in femoral vein, with re-location to internal jugular vein, ivtm therapy was completed and no patient consequence was reported at that time. It is likely that leg amputation contributed to the patient's death in addition to critical clinical condition for which the patient was admitted. Site is queried for additional information. Death is anticipated event and could potentially occur in patients in critical condition. In addition, event assessed as not related to quattro catheter.

Event description:
Per addition information received on 9/27/2019, a zoll associate clinical field specialist met with the educator of the hospital and discovered that the patient originally had a venous and arterial sheath in the same groin. They attempted to rewire the venous sheath, however were unable to do so. Instead, they performed a fresh stick insertion of the quattro catheter in this same groin vein. Shortly after, they notice the ns bag was running empty. The next morning they noticed blood in the orange luer lumens. The patient eventually lost pulses in his same leg as the sheath and catheter and eventually had an amputation of his lower extremity. The patient did not survive.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the normal saline level in the bag emptied and blood tinge in the orange luer was observed. The issue occurred a short time after a quattro catheter (lot #unknown) was placed in the patient right femoral vein. Customer removed the catheter and found the balloons to be engorged (swell) with blood. No issue with the themogard ivtm system. A new catheter was placed to continue and completed the ivtm therapy. No patient consequence was reported.